Manufacturer narrative:
Follow-up #1: date of submission 10/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings:. Battery compartment crack at the threads to the left of the bumper traveling down to the case seal. Battery cap was not returned w/the pump at time of investigation; test cap used during investigation. Unable to duplicate complaint of intermittent power during investigation. Evidence of moisture behind display lens; leak test failed due to battery compartment leak. Opened pump; evidence of moisture on main pcb/throughout pump internally. No damage observed to power circuit. Multiple recurring por events observed in the bb/pump history on the date of the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter claimed that they were unable to tighten the battery cap, that the battery compartment is cracked and contains moisture. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.